Event description:
Philips received a complaint on the heartstart xl+ device indicating that the device showed low battery message.

Manufacturer narrative:
The fse evaluated the device. It was determined that this was a malfunction of the battery which was replaced. The device remains at the customer site and no further evaluation is warranted at this time.